Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. Concomitant product: d314drg ICD, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) due to an audible alert triggered by the right ventricular lead which had one elevated superior vena cava (svc) impedance reading. The svc impedance was within normal limits the next day. The ER physician planned to discuss the impedance alert with the cardiologist and the lead remains in use. It was later reported that both coil impedances had been steadily rising. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.